Manufacturer narrative:
Patient information: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Implant date: unknown/ not provided. Explant date: unknown/ not provided. Initial reporter name and address: telephone number: (B)(6). The intraocular lens (iol) has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was damaged. No further information was provided.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: additional information was received reporting that the lens became stuck in the cartridge before contact with the eye and was subsequently discarded. The problem was attributed to nursing error, probably related to high staff turnover. Corrected information: section h6 - device code(s): 2983 - mechanical jam. Upon further review of the new information received, it was determined that the reported incident does not constitute a malfunction that could cause a debilitating condition as the incident occurred prior to the surgery. Therefore, this event is no longer reportable and no further information will be provided under MFR report number 3012236936-2022-01734. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.